Manufacturer narrative:
Concomitant medical products: c2tr01 crtp, implanted: (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's left ventricular (lv) lead dislodged due to twiddler's syndrome. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The full lead was returned and analyzed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.